Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy, and patients lead had high impedances, patients lead was fractured. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein patients lead was explanted and replaced to address the issue